Event description:
Patient's parent contacted dexcom technical support on (B)(6) 2014 to claim that the sensor was inaccurate when compared to fingerstick values on (B)(6) 2014. Patient's parent reports that the device read 153 while the fingerstick was 285. Patient's parent did not report any injuries or medical intervention at the time of contact with dexcom technical support.